Event description:
Reference number (B)(4) event occured in netherlands it was reported that, the patient faced infusion set's leakage event on (B)(6) 2025. Leakage was at quick release. Infusion set was in use 3 days. No further information available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: netherlands h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.